Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: joint pain/arthritis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses experienced bilateral swollen breasts and suffered unexplained systemic symptoms, including joint issues and arthritis. The patient stated that her left breast got swollen about two years ago, and it was treated with antibiotics. Recently, her right breast got swollen also. However, it was not treated with antibiotics, and the swelling went away in a few days. The patient also suffers hip joint issues and joint issues that starts at her neck and radiates to her jaw and ears. The patient believes that her arthritis was caused by her breast implants. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
On 22-apr-2020, the sterilization report was attached to the product investigation. On 29-apr-2020, the product investigation was updated. Investigation summary: infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).